Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 600 mg/dl at the time of incident and the current blood glucose level was 271 mg/dl. The customer was assisted with troubleshooting. Customer experienced a symptoms such as thirst. The customer was treated with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not allege insulin pump for under delivery. Customer stated that auto mode feature was not active at time of high blood glucose event. Customer reported that they did not contact their health care professional regarding the high blood glucose. The insulin pump will not be returned for analysis.